Event description:
A surgeon reported that following implantation of an intraocular lens (iol), the pt experienced vision loss with blood in the anterior chamber. During the explantation procedure, the surgeon noted one haptic was dislocated out of the capsular bag and had ruptured a blood vessel. He stated the ruptured vessel was the source of blood in the anterior chamber. Additional info has been requested.